Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it is likely that the reportable malfunction was due to mishandling. The foreign material could have been caused by an anti-gas product such as simethicone. If the customer used simethicone, there was a risk that foreign material remained in the channel even if reprocessing was conducted according to IFU. Olympus does not recommend the use of simethicone. Additionally, the channel tube and suction cylinder were found blocked with foreign material resembling a valve. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited a stuck intake valve due to foreign material. There were no reports of patient involvement.